Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both the output connector assembly and the hanger were broken. It was additionally noted that the display frame had stripped boss. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hanger and the ventricular connector of the external pulse generator (epg) were broken. The epg was returned for service. There was no patient involvement.